Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure (batch no. 860762-inv) inserted. The patient's medical history included hyperplasia, adenocarcinoma, chronic cervicitis, ovarian adhesion, gravida ii, parity 2, morbid obesity, atypical hyperplasia of endometrium, enterocele, lymphadenectomy, omentectomy and cytology nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (modified radical hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: left tubal ostium : 3-4 coils in the uterine cavity after deployment. The right tubal ostium : there were 3-4 coils in the uterine cavity post deployment. Lot number reported 860762 is inv. Most recent follow-up information incorporated above includes: on 11-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure (batch no. 860762-inv) inserted. The patient's medical history included hyperplasia, adenocarcinoma, chronic cervicitis, ovarian adhesion, gravida ii, parity 2, morbid obesity, atypical hyperplasia of endometrium, enterocele, lymphadenectomy, omentectomy and cytology nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (modified radical hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: left tubal ostium : 3-4 coils in the uterine cavity after deployment. The right tubal ostium : there were 3-4 coils in the uterine cavity post deployment. Lot number reported 860762 is inv. Lot# 860762 reported is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure (batch no. 860762) inserted. The patient's medical history included hyperplasia, adenocarcinoma, chronic cervicitis, ovarian adhesion, multigravida, parity 2, morbid obesity, atypical hyperplasia of endometrium, enterocele, lymphadenectomy, omentectomy and cytology. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years after insertion of essure. The patient was treated with surgery (modified radical hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: left tubal ostium : 3-4 coils in the uterine cavity after deployment. The right tubal ostium : there were 3-4 coils in the uterine cavity post deployment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.